Event description:
Relief staff informed at change of shift small metal tip on 90 degree arthrocare probe broke off into patient's left knee toward end of procedure. A secondary arthrocare probe had been opened to the field and connected to second generator machine. Small fluoroscopy in room to assist surgeon in ascertaining location of small metal tip which was noted in patient's left knee. Surgeon requested 30 and 70 degree scope and attempt made to locate and remove small metal tip but as unable to locate tip. Image was taken with small fluoroscopy but was not printed. It was determined that the retained item was in posterior aspect of knee and was most likely not at risk of migrating into knee joint. Surgeon commented this was the second arthrocare probe that this issue has resulted. Broken arthrocare probe retrieved from sterile field and sent to risk management.